Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Reportedly, the customer stated that a white foreign object was visible in the tubing between the luer lock and the cartridge tubing. Also, it was reported that the customer fills the cartridge with insulin directly from the fridge. The customer's blood glucose level for the past occlusion was not provided; however, the most recent occlusion had no impact. Reportedly, the customer rotated all the supplies and reloaded a cartridge.